Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6) medical center. User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to verify appropriate troubleshooting steps following a gas loss alarm. She reported that the alarm occurred while the patient was coughing vigorously. The possible causes of the gas loss alarm were reviewed, along with standard troubleshooting measures, including verification that there was no blood in the helium tubing, no evidence of leaks, and confirmation of steps required to resume therapy. No device malfunction was identified, and the alarm was assessed as likely related to patient coughing and associated physiologic changes. User expressed appreciation for the assistance provided. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation and component codes). A gas loss alarm was reported with troubleshooting on the cardiosave device. Nurse reported that the alarm occurred while the patient was coughing vigorously. Appropriate causes of the gas loss alarm were reviewed, along with troubleshooting steps, including confirming no blood in the tubing, ensuring no leaks, and resuming therapy. Nurse confirmed understanding of the information provided.

Event description:
Na.